Manufacturer narrative:
Device evaluation the complaint device was not returned for analysis; however, companion samples from the distribution center were made available to the manufacturer for physical evaluation. A visual inspection was performed on all of the returned companion samples and no defects were found. One companion sample was then tested using a 2008t hemodialysis machine for simulated use. During the simulated use test, there were no observations of a leak or air bubbles and no level variation of the venous or arterial drip chambers was visible to indicate the introduction of air into the blood circuit. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformance reports or abnormalities during the assembly of this lot. The lot met all release specifications. Testing of the returned companion samples and review of the DHR did not reveal a probable cause for the customer complaint. Therefore, the complaint is not confirmed. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of air pulled into lines and blood leaking was not able to be duplicated. Although the evaluation of the companion sample confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a custom combiset bloodline product was loose where the injection port meets the tubing which resulted in the loss of two (2) drops of blood and air in the bloodline. The machine alarmed appropriately for air in the lines, and, therefore, was not removed from service. The blood within the extracorporeal circuit was returned, the patient was re-setup, and then the hd treatment was continued. Reportedly, when the nurse checked the tubing following the event, it came apart in her hand where the sample port connects. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.